Manufacturer narrative:
The device was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of worsening/recurrent mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information available, the reported patient effect of worsening mr is related to patient anatomy (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling. Patient code 1964 was removed and replaced with 2199.

Event description:
This was originally filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2019 the patient underwent the mitraclip procedure reducing mr grade to 1+ with one mitraclip. At the follow-up echocardiogram on (B)(6) 2019, the mr grade was 2+. In the opinion of the physician, the mr is related to the mitraclip. Subsequent to the previously filed report, additional information was received that in the opinion of the physician, the residual, moderate mr (grade 2) is not a significant increase in mr grade; he still feels this was a good patient outcome. There was some disease progression, but the mitraclips were confirmed stable and attached to both leaflets. There was no leaflet/chordal damage. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019 the patient underwent the mitraclip procedure reducing mitral regurgitation (mr) grade to 1+ with one mitraclip. At the follow-up echocardiogram on (B)(6) 2019, the mr grade was 2+. In the opinion of the physician, the mr is related to the mitraclip. No additional information was provided.